Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual inspection: the sample was returned. The sample was returned with the arrow visible in the ready window. It was found that the stylet was in the ready (primed) position; however, the cannula was not primed/retracted. Thus, the stylet was retracted inside the cannula and could not be seen. There were no other anomalies noted. Performance/functional testing: the firing trigger was pressed and the stylet advanced. The sample was tested by twisting the rotational knob once and the cannula was retracted and locked into place. The rotational knob was turned once more and the stylet retracted as expected. The device was functionally tested by cocking and firing the device 20 times into a chicken breast. The device was able to prime and fire properly. All samples were obtained with no issues. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is confirmed for self-activation based on the as-received configuration of the device. The cannula released, leaving the stylet in the primed position. The definitive root cause could not be determined based upon available information. It is unknown whether procedural issues contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings: -note: if collecting multiple samples, inspect the needle for a damaged point, bent shaft or other imperfections after each sample is collected. Do not use the needle if any imperfection is noted. Precautions: -never test the product by firing into the air. Damage may occur to the needle/cannula tip and/or patient/user injury. Before using, inspect the needle for damaged point, bent shaft or other imperfections that would prevent proper function. If the needle components are damaged or bent, do not use. Unusual force applied to the stylet or unusual resistance against the stylet while extended out of the supportive cannula may cause the stylet to bend at the specimen notch. A bent specimen notch may interfere with the needle function. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a biopsy the device allegedly self-activated. No patient injury was reported.